Manufacturer narrative:
Laboratory investigated and found that the sample was processed as an individual sample (not pooled) with no detectable amplification of the viral orf1ab gene, meeting result interpretation criteria as negative. Positive, negative, and internal controls yielded expected results. Investigation team contacted the customer, but customer declined to provide any additional information. Based on the investigation performed, there is no indication that the product is not functioning as intended.

Event description:
Per customer complaint, customer received negative result and subsequently went to a covid testing facility and tested positive (name of test not provided). No patient harm was reported. Laboratory investigated and found no testing errors.